Event description:
At refill, there was 18cc of drug in the reservoir and there should have been 2cc. The catheter was determined to be patent. The pump was explanted and replaced and returned to the MFR for analysis.